Manufacturer narrative:
Product event summary: the full lead in segments was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated stretching. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising.

Event description:
It was reported that both the right ventricular (rv) and right atrial (ra) leads exhibited increasing/high impedance, and the ra lead exhibited high thresholds. Both leads were explanted and replaced. During the extraction, the physician noticed that neither lead was fixated to the tissue. No patient complications have been reported as a result of this event.